Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025 . According to the patient, on (B)(6) 2025 , they experienced loss of consciousness due to hypoglycemia. No blood glucose and no cgm reading were reported from that moment, but it was understood that the cgm reading would have been inaccurate. The patient was treated by colleagues with sugar, tea and chocolate. The colleagues would have also applied an ¿infuse with insulin¿. The patient was seen at the hospital, but no further treatment was reported to be needed. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.